Event description:
As reported, during laparoscopic hernia repair procedure the sorbafix enhanced fixation device used to fixate a 3dmax light mesh. It was reported that some fasteners successfully fixated into the mesh/tissue before the device failed to fixate the mesh. Loose fasteners were removed from the patient. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Sample evaluation of the subject product confirms the reported event. As received, the device was jammed with debris from surgery. Once cleared the device was able to deploy fasteners with no issues. Based on the sample condition, the root cause is the result of the device becoming jammed with debris from surgery resulting in the performance issues reported. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿